Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during post dilatation of the xience v stent in the proximal right coronary artery, the nc voyager balloon ruptured at 8 to 10 atmospheres of pressure during the first inflation. The balloon was completely and easily removed from the pt anatomy. Another nc voyager was used to post-dilate the stented lesion. There was no adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming.